Event description:
Pt reported obtaining a blood glucose result of 236 mg/dl, on the suspect device, while experiencing hypoglycemia symptoms. Based on pt's symptoms, emergency medical services were reportedly contacted and upon their arrival, 5 minutes later, pt's blood glucose measured 21 mg/dl, on paramedics' device. Pt was reportedly treated, by paramedics, with an intravenous glucose solution and oral glucose, after which she was transported to the hosp. Pt stated that, upon arrival in the hosp, her blood glucose measured 19 mg/dl (on a hosp blood glucose monitor). Pt was reportedly continued on intravenous glucose solution and was given a meal. Pt indicated that she was not admitted; however, she remained in the emergency room for 4 hours. Pt's current condition; "fine right now." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacment product was shipped.